Manufacturer narrative:
Initial: pending more informations, it was requested that the device be kept for forwarding to the manufacturer for analysis. Final: a traceability analysis has been conducted on the manufacturing file of the device. The analysis did not reveal any clue to support the defect.

Event description:
A pso-pbt was indicated to monitor intracranial pressure and temperature in a case of traumatic brain injury. The distributor in portugal has reported a case of interference observed on the icp curve on the pressio monitor during follow-up. There were no consequences for the patient. The catheter was placed normally, without any obstacles or problems. When the catheter was connected to the pressio 2 monitor (sn: (B)(6), the icp curve appeared quite noisy. This noise was also transmitted to the patient's monitor. It should be noted that this noise in the curve is only observed when the patient's monitor is on charge. When it is powered only by the battery, this noise in the curve disappears and it is possible to observe a clean curve with no noise.

Manufacturer narrative:
Pending more informations, it was requested that the device be kept for forwarding to the manufacturer for analysis.

Event description:
The distributor in portugal has reported a case of interference observed on the icp curve on the pressio monitor.